Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with the device reportedly shutting off and sustained high glucose including alerts above 300 mg/dl; the cause of the hyperglycemia was unclear. Symptoms included elevated blood glucose and trace ketones without acute clinical sequelae. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included review of available device data and patient-reported information. Investigation of this case revealed no definitive device malfunction identified at the time of report. It was concluded that the cause of the hyperglycemia and reported device shutoff was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.